Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was often unresponsive and that the "screen was dim." Additionally, it was reported that the insulin gauge was inaccurate. The customer declined to provide any additional information or a follow-up from tandem technical support.